Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention with a doctor with an infection that developed at the infusion site (leg) while wearing the pod between 49 and 71 hours. The patient¿s blood glucose levels rose to 18 mmol/l (324 mg/dl). The patient was prescribed an unspecified topical antibiotic cream as treatment for the infection. The patient applied a new pod as treatment for the hyperglycaemia.